Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - locked) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to have corrosion. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement (clip open - locked) associated with the cowl could not be determined. The observed corroded associated with the actuator coupler corrosion appears to be due to post-procedural circumstances (device shipping). There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿three (3) fluoroscopic videos were provided. The first video (titled "fluoro_ap") shows the first implanted clip (bottom) and the second cds (reported device). The second clip (reported device) is located laterally to the first clip and is the top clip in the video. At the beginning of the first video (00:00 mark) the l-lock shaft of the delivery catheter (dc) appears to already be mechanically separated from the clip, with a notable space in between the l-lock tines and clip. This indicates the video was taken immediately post deployment after the user retracted the actuator knob, separating the clip from the l-lock shaft. As the video progresses the dc shaft is retracted such that the radiopaque tip ring is against the steerable sleeve soft tip. The video was taken at a viewing angle that is parallel to / in-line with the clip arm plane of the reported clip, such that the clip arm angle is not able to be directly viewed, making assessment difficult. The second video (titled "fluoro_lao18") shows the two fully deployed clips with no cds in view indicating the video was taken post deployment and removal of the second cds. Similar to the first video, the viewing angle is parallel to / in-line with the clip arm plane of the reported clip (top clip). The tips of the clip arms can be discerned and can provide a general indication of how closed / opened a clip is. The smaller the distance between the clip arm tips the more closed the clip is; conversely, the larger the distance between the tips the more open the clip is. In the second video, the distance between the clip arm tips of the bottom clip (no reported issue) is noticeably smaller than the distance between the clip arm tips of the reported clip (top clip); this suggests the reported clip is open to a larger degree. The third video (titled "fluoro_lao32_cra12") provides a better viewing angle of the clip arms. The clip arm angle of the bottom clip (no reported issue) appears to be ~10°, while the clip arm angle of the top clip appears to be ~45° - 50° which aligns with the reported incident details that the observed post deployment arm angle was approximately 50°. Eleven (11) echo videos and three (3) echo still images were provided and assessed for clip arm angle pre/post deployment comparisons to determine if there is evidence of cowl. Six (6) echo cine were taken pre / during active deployment and eight (8) were taken post deployment. The video titled "after_2nd_efaa" provides a biplane view (lvot with x-plane) captures the reported device with the clip fully closed onto the leaflets; the clip is attached to the delivery catheter confirming it was taken prior to deployment (mechanical separation). Per the video title, is it assumed the video was taken after the second efaa check was performed but prior to deployment, in which the clip remained stable in a closed position (~10°) at this point during the procedure. The video titled "deployment_2nd_clip" provides a similar biplane view and was taken during mechanical separation in which the clip can be visualized on the valve and the dc shaft is actively being retracted away from the clip. In this video, the clip arm angle appears to be ~45° - 50°. One echo still image titled "clip_opening_distance" provides a tip-to-tip distance measurement of 0.799 cm (performed at the account on an unknown echocardiographic machine); this measurements cannot be verified or adjudicated. Additional videos taken post deployment show the clip stable on both leaflets with a consistent arm angle of ~45° - 50°. While the angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it is evident that the clip experienced a cowl during deployment which aligns with the reported incident details.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report a clip that opened while locked. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed anterior leaflet. During a mitraclip procedure, one mitraclip was successfully implanted central on anterior and posterior leaflets (a2/p2). The mr was reduced to grade 2. A second xtw was placed central and more lateral on a2/p2. Leaflet insertion assessment was satisfactory in all views. The mr was reduced to grade 1. The deployment sequence was started. After the delivery catheter (dc) shaft was separated, the clip was opening. The xtw opened to approximately 50 degrees from closed. The mr was at grade 2. The clip was stable on both leaflets. After reviewing the echocardiogram loops of deployment, the clip started to open as the actuator knob was being turned counterclockwise eight times. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.